Event description:
The facility reports the resident was being transferred from the toilet with the sara lift when the lift broke. The resident fell to the floor with the cna behind, breaking the fall. The resident suffered a fractured knee cap.

Event description:
The facility reports the resident was being transferred from the toilet with the sara lift when the lift broke. The resident fell to the floor with the cna behind, breaking the fall. The resident suffered a fractured knee cap.